Event description:
It was reported that the customer experienced high blood glucose. Customer's mother stated that they changed the infusion set the night prior and blood glucose was at 400 mg/dl in the morning and after treating in the afternoon it was still at 481 mg/dl. Customer was given a manual injection and it went down to 199 mg/dl. The site area is red and a little raised. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. Bolus history is accurate. Insulin pump passed the high pressure test. Samples of other type of infusion set will be sent for customer to try. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.